Event description:
Customer reported being hospitalized due to high bg as per md. Customer stated that pt was not checking their bg enough and therefore did not follow the 2 high bg rule. Troubleshooting performed.